Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no suture was present when the proglide plunger was removed, a cuff miss occurred. The suture of two additional proglide devices were successfully preplaced. The sheath was upsized to 12f and the evar procedure was completed. During advancement of the suture trimmer on the suture to close the vessel the suture broke. The suture of this device and another proglide device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.